Event description:
It was reported that during an internal fixation, it was noticed that thirty (30) bullet tip reamers from two (2) trigen reamer set were ¿dull¿ and ¿worn/chipped¿ from wear. Everything was removed. The surgery was completed, after a non-significant delay, with a s+n back-up device. No injuries were reported.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to applicable regulations.